Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) 2023051464, (impl tapered sp 4.8mm 8mm octagon) for evaluation. Visual evaluation was performed, the implant had signs of use with markings from removal. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. DHR review was completed for the subject lot number 2023051464. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023051464 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: medical: bone fracture. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable with all the available information provided. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. G4: premarket identification k011245/k002188.

Event description:
It was reported that during implant placement, the vestibular bone wall fractured, leading to a poor primary stability and most likely implant failure. Doctor decided to remove the implant and schedule a new implant placement after healing period.